Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via the manufacturer representative (rep) reporting that the patient was implanted on (B)(6) 2020. They complained that they had to be admitted three times at the hospital due to an infection caused by our implantable device. The patient was advised to contact the clinic because medtronic cannot provide medical advice. There was no surgical intervention that occur. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. The issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.